Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the jaws to be curved and out of specification. The curved jaws and the customer's clip loading technique, in which a clip was not preloaded into the jaws, likely contributed to user's experience. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. A part of this continuous process, applied medical is currently researching manufacturing process and inspection enhancements intended to further minimize the potential for this type of incident to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary in accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "I was present during dr. Carrato's lap chole when the clip applier was used. Dr. Carrato was placing clips on the cystic duct. He was not pre-loading the clip applier and was firing clips in rapid succession. Several of the clips did not close completely and one clip scissored. I told him to stop using the clip applier and to have the circulator open a new one. I then had the tech rinse the clip applier and place it in a bag to be shipped back." Intervention - "n/a." Patient status - "no adverse effects- recovered."